Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Continuation of d10: product ID ev240163 lead implanted: (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure for the extravascular implantable cardioverter defibrillator (ev-ICD) system, three tunneling attempts were required to find acceptable parameters due to low r-waves in the initial placements. During the initial defibrillation threshold (dft) test, undersensing was observed during induction requiring manual defibrillation via the programmer; however, the rhythm self-terminated prior to shock delivery and the committed shock was delivered before it was able to be cancelled via the programmer. A second induction was performed with adjustments to sensitivity which was successful at terminating the rhythm, and final adjustments were made to sensitivity to achieve a higher margin of safety before the procedure was completed. A pre-discharge device check showed no issues or sensing problems with testing, and the ev-ICD system remains in use. It was further reported the patient was seen in the clinic and r-waves (0.6-1.2), remained small however there was no under sensing observed or noise noted. It was further reported that the patient had a reaction to the sutures used to close the wound at implant. Antibiotics were administered and the sutures were removed and replaced with a different type of suture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.